Manufacturer narrative:
(B)(4). It was received for analysis an empty labeled winding former and a dispensed needle-suture of product code sxpp1a300. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Slight marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and the sides of fixation tab broken were noted. In addition, a side of the tab was returned for analysis, body fluids and tissue were found. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿ it was found that the fixation tab of the stratafix had been broken before use.¿

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. It was found that the fixation tab of the device had been broken before use. There were no adverse consequences to the patient. Upon evaluation, the fixation tab was found broken.